Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not known. (B)(4).

Event description:
The patient was enrolled in the inpact global study in (B)(6) 2013. Bilateral disease was present and with enrollment, both limbs were treated within 35 days of each other. The left limb was successfully treated (B)(6) 2013. The right limb, lesion r-1 was treated (B)(6) 2013. The lesion was in the proximal, middle, and distal sfa with 100% total occlusion, 320mm long. The lesion was de novo with no calcification present. Pre-dilation was performed with a 4x150mm balloon. The lesion was then successfully treated with 3 admiral drug eluting balloons (deb). 50% residual stenosis was present after deb treatment. A grade d dissection was also present. Post dilation was performed due to the flow-limiting dissection. Residual stenosis was 30% and the dissection was still present. Provisional stenting was performed with a 4x200mm protege everflex stent due to the dissection. Residual stenosis post stent was 10% and the dissection was no longer present. At the 6 month follow up on (B)(6) 2013 severe claudication was observed in the right limb with rutherford assessment of 3 (severe claudication). The patient reported ischemic rest pain. (B)(6) 2013 the patient returned for target lesion revascularization (tlr) on the right side lesion r-1. Pta was performed with 4 balloons, 2 admiral xtreme, 1 medtronic pacific, and 1 powercross balloon. Additionally a 7x40mm everflex stent was deployed. Diagnostic angiography was performed. (B)(6) 2014 re-occlusion of the right sfa and popliteal artery was reported in relation to the target lesion r-1. (B)(6) 2014 the patient received follow up related to the treated lesion r-1. The rutherford assessment at this time was 4 (ischemic rest pain). A vascular duplex scan or pvr was performed, followed by fem-pop bypass. (B)(6) 2014 thrombotic occlusion of the femoro-popliteal bypass on the right leg was reported. This was not related to treated lesion. The patient was hospitalized. On (B)(6) 2014 an unscheduled visit occurred due to ischemic rest pain. The rutherford assessment at this time was 4 (ischemic rest pain). The patient reported new pain on the right side. (B)(6) 2014 the patient received right posterior tibial femoral bypass. This was not related to the target lesion. (B)(6) 2014 occlusion was observed on the right femoral-tibial bypass with acute ischemia bypass. This was not related to the target lesion but pta was performed. (B)(6) 2015 worsening of the rutherford assessment was observed on lesion r-1. This required inpatient hospitalization and treatment. On (B)(6) 2015 the patient underwent tlr and was treated with 2 powercross balloons, 1 amphirion, 1 pacific, and 1 coyote balloon. Additionally, 2 stents were deployed. 1 protege 6x100 and 1 competitor stent 3x57mm. The patient received tlr again (B)(6) 2015 on lesion r-1. The patient was treated with a competitor balloon and stent. (B)(6) 2015 right sfa stenosis was observed. The patient had ischemic necrosis and right foot plantar ulcer present. On (B)(6) 2015 the patient had an amputation of 2 toes on the right foot. The patient also received pta and stenting of the right sfa in (B)(6) 2015 as well as hyperbaric treatment and medication. (B)(6) 2015 ischemia of the 5th right toe was observed. On (B)(6) 2015 the toe was amputated. Angiography was performed again (B)(6) 2015.

Manufacturer narrative:
It is reported that during previously reported revascularization for occlusion of right sfa, right popliteal artery and right anterior tibial artery, approximately 22.5 months post implant of protege everflexthe patient was treated with four medtronic balloons, one non-medtronic balloon and one protege stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.